Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed thirty-six other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported via medwatch: "placed a double lumen PICC on a post heart transplant patient, almost at the end of procedure, while checking for blood return purple port was drawing air. Changed needleless connector 3 times and still drawing air. We had to rewire the defective PICC that took us longer to place." What was the original intended procedure? : PICC line placement post heart transplant what problem did the user have?: device failed (e.g. Broke, couldn't get it to work or stopped working). This report addresses the first device.